Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 device indicating that the ECG lead test was unsuccessful during the operational check. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). During routine testing, the ECG lead test was unsuccessful. The defective efficia 3/5 ECG trunk cable, aami/iec, was replaced with a new efficia 3/5 ECG trunk cable, aami/iec, and the device returned to full functionality. The device was returned to service and no further evaluation is warranted at this time.